Manufacturer narrative:
(B)(4).

Event description:
It was reported from the pharmacist that "because the alarm starts the doctor (resuscitator) noticed blood in the tubing." The intra-aortic balloon (iab) was inserted through the sheath into the patient on (B)(6) 2013 without issue. On (B)(6) 2013, at 8:00am the pump alarmed and the doctor observed blood in the tubing. As a result, the iab and sheath were removed as one unit successfully. A second iab was not inserted because the doctor stopped the therapy. It was stated that the patient did not have tortuous anatomy. The autocat2 wave, serial number (B)(4), pumped appropriately. According to the pharmacist, blood did not enter into the pump. The pump will be checked out. The pump is not back in service at this time.